Manufacturer narrative:
Voluntary medwatch report received: mw5158860.

Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. The rv lead was capped and replaced to resolve the issue. The patient experienced no consequences.